Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a wedge resection the reload was used with idrive and as soon as it fires, it stopped. When the surgeon pressed grey button the knife was not retrieved. The surgeon had to take it out by force and the tissue was re-stapled, using different (new) cartridge.

Manufacturer narrative:
Reference: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was instrument locked on tissue and partial firing occurred during a wedge resection procedure. Visual examination of the staple cartridge noted that the reload was prefired and engaged in interlock. The jaws of the reload were open. The reload was loaded into a pmv representative instrument (idrive ultra) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the prefire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. No product enhancements were generated for the reported condition. Correction to previously submitted reports regarding a manually created gap in the sequence number of follow up supplemental reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Reference: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was instrument locked on tissue and partial firing occurred during a wedge resection procedure. Visual examination of the staple cartridge noted that the reload was prefired and engaged in interlock. The jaws of the reload were open. The reload was loaded into a pmv representative instrument (idrive ultra) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the prefire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. No product enhancements were generated for the reported condition.